Event description:
It was report by svc report that the wheel locks had worn the rubber wheel down flat. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly.